Event description:
In 2008, the sales representative reported that during surgery, the surgeon was using the driver when it splintered. The surgeon was unsure if all the fragments were recovered. X-ray showed no fragments in the pt. The surgeon assumes that all fragments were expelled with the suction. There was a two hour delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.